Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced for a similar allegation. During that servicing, evaluation determined the cause to be a failed ultrasonic sensor, which was replaced at that time. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false upstream occlusions' which was not reproduced during service. A review of the event history log identified 'upstream occlusion!' Messages. The cause was determined to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusions. There was no patient involvement. No additional information is available.